Manufacturer narrative:
(B)(4). Batch # n54j7a. The analysis results found that the ntlc75 device was received with two anvil halves. In addition a firing knob was received loose. It is possible that the damaged to the returned knob is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional test was performed as the channel half of the returned anvils were not returned. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: why was the surgeon unhappy with the stapleline? The surgeon was unhappy, as he could see the staple line and he felt it wasn¿t formed properly. Were the staples malformed in the staple line? He was of the belief that the staples didn¿t form properly. Was the staple line complete? The staple line was complete. Was the endoscopy planned? The endoscopy was not planned. Was the intra op- or post-op care changed for the patient? The intra and post op care was not changed. I checked with the surgeon a week after the incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sigmoid colectomy, the surgeon used the product in question for a side to side anastomoses. The tissue in the jaws required increased force to fire. The surgeon pushed the knife blade to the end of the shaft, but the handle snapped during firing, leaving the knife at the end of the device. The surgeon was forced to use a pair of tongs to extract the knife blade to normal position and remove the device. A new device was opened to complete the anastomoses. The surgeon was not happy with the staple line from the first device, so he decided to over sew the staple line. He then performed an endoscopy to ensure there was no leaking and that the anastomosis was secure. There were no adverse consequences for the patient reported.